Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a capsuloplasty surgery for shoulder instability the tip of the anchor broke when the device was inserted trough the spear and hammered. A part of the device remained in the bone of the glenoid with not possibility to extract it. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.